Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2011. It was reported that the physician used a dural separator during the procedure. It was reported that the patient experienced numbness in her hands and arms postoperative, and she developed paralysis from the chest down. The physician explanted the system on (B)(6) 2011 and confirmed during surgery that the patient had developed an epidural hematoma. The physician surgically removed the hematoma, and he reported that the patient's symptoms resolved postoperative.